Event description:
It was reported via repair work order that the foot end will not go up or down. It was further reported that there was a broken caster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion - could not find bed.